Event description:
Patient's spouse reported "a seroma, a pronounced soft tissue edema. The fluid was removed from the breast". The device remains implanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and edema.